Event description:
It was reported that during a prostate procedure, the "fiber expired". The procedure was not able to be completed. "No damages to the patient" reported.

Event description:
It was reported that during a prostate procedure, with 10 minutes of time expended, the fiber expired. The fiber was exchanged and the procedure was completed utilizing the second fiber. No damages to the patient reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the creased white tubing 4 feet from the connector, between connector & knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the outer sheath does not exhibit signs of melting at the break; the fiber shows signs of usage; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.